Event description:
It was reported that the patient experienced pain and seroma and the pump was removed due to mrsa infection. The pump contained hydromorphone and bupivicaine. The patient will not have the pump replaced.